Manufacturer narrative:
The impella 5.0 was not returned for evaluation, as it was discarded subsequent to the event, consequently no device analysis could be performed. The device breakage location could not be confirmed without the device return. In the IFU for the impella 5.0, there are recommendations for general patient care. The use of restraints and immobilization may not be adhered to due to cultural reasons and beliefs in parts of europe. These IFU recommendations pertain to the need for patient management to maintain successful support. The patient should not have gotten himself out of bed in a disorientated state and caused damage to the impella. The statements are inclusive of the following: "use knee immobilizer as needed to maintain access site straight. Use care when moving or turning a patient; the impella® 5.0 catheter may move out of position and cause a positioning alarm. Be careful not to pull on the impella® 5.0 catheter when transferring a patient from one bed to another." The console data logs were returned for analysis. The logs revealed that the device came "disconnected" but otherwise we are unable to determine the extent of what occurred. The root cause of the pump stop, that necessitated replacement, was the patient falling out of bed causing the pump to disconnect. No corrective action is recommended because the failure is determined to be low risk due to very low occurrence and moderate severity. The failure will continue to be monitored and tracked. Upon review of the lot of pumps, there were no other complaints leveled against the lot nor any reworks that apply to this failure. The manufacturer will continue to investigate all reasonable sources of information and will provide results and conclusions in a supplemental medwatch report if additional information is received. (B)(4). Device discarded at facility.

Event description:
On (B)(6) 2017 a (B)(6) year old male was admitted to a hospital in (B)(6) for acute myocardial infarction and cardiogenic shock with an ejection fraction of 30%. On (B)(6), the patient had an impella 5.0 placed due to shock via a cutdown access of the right axillary artery. On the (B)(6), the patient was neurologically disorientated and attempted to get out of the bed. During the fall to the floor the patient damaged the pump's cable and arterial line. The impella 5.0 was no longer functional for support, on this the 18th day of support. Of note the IFU for the EU states the indication for cardiogenic shock to be 10 days. The patient decompensated and due to hemodynamics being life threatening, the patient was returned to the operating department for explant of the damaged 5.0 and installation of a new 5.0. With a new 5.0 inserted and supporting the patient, the hemodynamics stabilized and the patient was supported again successfully. In addition, the patient had a scan done to show that the fall did not cause any neurological harm or injury. A few days after placement of the second 5.0 the patient returned to the operating suite for explant and placement of a lvad. The patient is reported to be doing well.